Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient's preliminary disclosure form was received from legal. At this time there is no reported revision surgery and no indication of pending litigation. Update rec'd (B)(6) 2017 sales rep has reported the patient has been revised to address pain, metallosis, cup loosening and elevated ions. Changing the MDR decision from no to yes. Adding the sleeve and stem for elevated ions.